Event description:
Nurse attempted to start a peripheral intravenous catheter using a transilluminator for assistance locating a vein. Instead of the transilluminator, he mistakenly used a vaginal illuminator, which caused the patient to receive 2nd degree burns on the palm and on the forearm. The vaginal illuminator looks significantly similar to the transilluminator and it had been placed in the same area where the transilluminator was kept. Although the nurse recognized it did not look exactly the same, he knew that there were plans to purchase new transilluminators recently and mistakenly assumed the vaginal illuminator was one of the new ones. It was not.these two pieces of equipment are never stored together and we do not know how it got where it was. We hope to get to the root cause of that, as well as formulate action plans so that this does not happen again.

Event description:
Nurse attempted to start a peripheral intravenous catheter using a transilluminator for assistance locating a vein. Instead of the transilluminator, he mistakenly used a vaginal illuminator, which caused the patient to receive 2nd degree burns on the palm and on the forearm. The vaginal illuminator looks significantly similar to the transilluminator and it had been placed in the same area where the transilluminator was kept. Although the nurse recognized it did not look exactly the same, he knew that there were plans to purchase new transilluminators recently and mistakenly assumed the vaginal illuminator was one of the new ones. It was not.these two pieces of equipment are never stored together and we do not know how it got where it was. We hope to get to the root cause of that, as well as formulate action plans so that this does not happen again.